Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a routine transplant on (B)(6) 2022. A gel like residue was found in the outflow graft when explanting the pump for transplant. The patient was asymptomatic, no low flows, hemodynamics stable and international normalized ratio (inr) therapeutic the past 6 months. The pump was sent back for analysis.

Event description:
It was reported that the patient underwent a routine transplant on (B)(6) 2022. The account later communicated that during the explant procedure, gel-like residue was discovered in the outflow graft. The specimen was reportedly returned separately from the pump. The patient was reported to be asymptomatic with no low flow issues. Their hemodynamics were stable and international normalized ratio (inr) was therapeutic for the prior 6 months. It was ultimately clarified by the account that the specimen was likely discarded and there was no mechanical obstruction of the outflow graft documented in the surgery note.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas) did not reveal any device-related issues. The submitted photo revealed accumulation of tissue under the bend relief that is typical and expected due to the space between the outflow graft and bend relief. The tissue did not appear to have contributed to any obstruction of the outflow graft. The lvad was returned assembled with the pump cable severed approximately 8¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief hardware properly engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations which would have contributed to any functional issues during support. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The lvad was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no outflow graft obstruction was ultimately reported nor identified through the evaluation, section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section further warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.